Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 511 mg/dl. The insulin pump passed the high pressure test. The customer was nauseous, had heavy urination, and major thirst. The customer bolused to treat their high blood glucose level. If that did not work they used a syringe to treat their blood glucose level. The infusion set had air bubbles. The device was not returned.